Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. This report was incorrectly submitted under MFR number 2016493-2024-00277. G9 is being updated to the correct number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-apr-2022 to 18-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was showing an unexpected database error. A technical support specialist uninstalled some software base and reboot the station to recover pending issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unusable after it got reimaged, and the screen displayed an unexpected data error occurred. No patients affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device showing database error. A technical support specialist uninstalling knowledge base and reboot station,resolves database recovery pending issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system not usable after station reimaged,screen displays data error. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.